Manufacturer narrative:
Initial.

Event description:
It was reported that a user recently started on the ilet pump experienced nocturnal hypoglycemia and requested adjustment of target glucose settings after a continuous glucose monitor showed a low of 45 mg/dl that lasted about 30 minutes and was treated with oral carbohydrates. The cause of the low was unclear. Symptoms included hypoglycemia. Outcomes included the need for medication-level intervention with oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a medical device problem or a specific device component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.